Manufacturer narrative:
A work order was completed and the system was performing as intended and passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a posterior cervical fusion. It was reported that the site was having issues with getting instruments verified as well as being inaccurate during navigation. They confirmed the referencing instrumentation were functioning. There was a procedure delay of 15 minutes and there was no impact to the patient at the time of the event.

Manufacturer narrative:
Additional information was received and has been updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a posterior cervical fusion. It was reported that the site was having issues with getting instruments verified as well as being inaccurate during navigation. It was reported the surgeon felt 5mm inaccurate and completed the procedure by adjusting for the 5mm error. At the time of the event they confirmed the referencing instrumentation were functioning as expected. There was a procedure delay of 15 minutes and no impact to the patient at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the site was having issues with getting instruments verified as well as being inaccurate during navigation. There was no impact to the patient at the time of the event.